Manufacturer narrative:
No parts were returned for analysis as resolution was confirmed on call. Resolution confirmed on call.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy. An inaccuracy was reported after bumping the reference. It was reported the site took a spin with an imaging system for the biopsy and the reference frame was placed upside down. At this time the surgeon bumped the articulating arm and the cranial stabilizer. After the spin, the surgeon checked accuracy while still unsterile, and found they were inaccurate. The image was not even in the view when the surgeon was touching the anatomy. The surgeon decided to then go sterile and re-set the articulating arm and reference frame correctly to take another spin. This spin was accurate, and procedure continued as planned. This issue occurred perioperatively and resulted in a less than one-hour surgical delay. There was no reported impact on patient outcome.